Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch that the fracture found in a dwelling peripherally inserted central catheter patient presented to emergency department on reporting catheter leaking when flushing and administering medication. Patient required catheter for infusion of antibiotics at home. Catheter dressing, removed site, moist and mark of 5 cm of catheter at the insertion site. Catheter gently retracted during removal a fracture/slit was identified in catheter at 9 cm mark. Patient reported catheter was placed at a (B)(6). 4 fr, bard, 5ml/sec max, 18 ga, check blood return and flush, black dots/numbers every cm along catheter length terminating at 45 followed by 1 dot. No further details available or provided.